Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 02-may-2016, fse arrived at the site to address the reported event. Both waste pumps were replaced which improved precison of the device. No further issues were reported. No further action required by fse. The most probable cause of the reported event was fault/failure of the waste pumps.

Event description:
On (B)(6) 2016, the customer reported precision issues with the a1a-900 analyzer. The customer calibrated with new lot cups and ran ten patient samples. Calibration curves were faxed to technical support (ts) for review. Ts advised the customer to utilize tiger top tubes with gel to make sure that samples clotted sufficiently, and to take serum off right away. On (B)(6) 2018, the customer received and calibrated lot 87. Quality control (qc) and rates were found to be disparate. Ts advised the customer to bleach and clean subtrate lines and retry. After the cleaning, all results were within one standard deviation except for two low outliers. The customer attempted the cleaning again with no resolution. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.